Manufacturer narrative:
As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. The reported event of high capture threshold was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies with the exception of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that increased capture threshold was observed on left ventricular (lv) lead. A lead dislodgement was the suspected cause of the event. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.